Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 535 mg/dl. Customer went to the hospital on (B)(6) 2017 at 8:30 am. Customer¿s current blood glucose level was 260 mg/dl. Customer experienced fatigue, chest pain and they were wearing the insulin pump during hospitalization. Customer was given three bags of IV fluids and two types of antibiotics because of an infection they had while at the hospital. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.